Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a scheduled pacemaker replacement procedure. It was noted that the patient was dependent on the pacemaker. However, during the procedure, the patient was not connected to a temporary external pacemaker. An electrical cautery was used which caused the pacemaker rate to drop from vvi 40 beats per minute to 20 beats per minute for 30 seconds. It was noted that the device was near battery depletion at the time of the event which may have caused unstable pacing during exposure to cautery. The physician took precautions to use the cautery for a short period of the time and was concerned with the sudden rate drop. The device change was completed without further incident. There were no adverse consequences to the patient.